Event description:
Customer alleged she was able to get blood glucose readings when using contour ts strips in a contour meter. The meter should have produced an error. No adverse event was alleged. Meter and strip information were not provided. The customer was asked to return the meter and test strips for evaluation. Replacement product was sent.

Manufacturer narrative:
The product information was not provided. It's not possible to determine the manufacture date without the product information.